Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Further appointments were considered by the clinic; however the recipient reportedly did not attend the latest one.

Event description:
A progressive loss of electrode channels over time has been reported. It is unknown if the user previously experienced any form of trauma or accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported a progressive loss of channels over time. It is unknown if there was an accident or trauma or if hearing performance is affected. A device assessment appointment has been scheduled for early (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A progressive loss of electrode channels over time has been reported. It is unknown if the user previously experienced any form of trauma or accident. The user was re-implanted.

Event description:
A progressive loss of electrode channels over time has been reported. It is unknown if the user previously experienced any form of trauma or accident.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.